Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, right ventricle oversensing was noted. Further investigation revealed the outer conductor of the lead was damaged. The device was programmed to unipolar and the lead was deactivated. The patient is stable. The patient will be monitored.